Event description:
It was reported by the customer that a pyxis medbank system unable to log on. The customer stated that unable to log on to issue any item. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the login issue. The technical support specialist confirmed no information available to troubleshoot. The system functioned as intended as the technical support specialist troubleshooted the device.